Manufacturer narrative:
Device malfunction is suspected but did not cause or contributed to a serious injury or death.h.6 device malfunction is suspected but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated that when he swiped his generator with his magnet he "did not feel the device go off" and that he is not "feeling the stimulation that he normally does at all, no voice change either". Pt presented to the physician's office where system diagnostics, normal mode diagnostics, and magnet mode diagnostics indicated the vns therapy system was functioning as intended. The magnet mode diagnostics was performed using magnets other than the pt's. Pt reported that they could feel device stimulation. The physician stated the pt's magnets "got demagnitized". Cyberonics is pending receipt of the pt's magnets for product analysis.